Event description:
The field application specialist reported the user received a questionable sodium result for one patient sample. The initial result was 133 mmol/l and the repeat results were 143 and 144 mmol/l. The initial result was not reported outside the laboratory. The patient was not adversely affected. The lot number of the sodium electrode was not provided. The user declined a service visit.

Manufacturer narrative:
A specific root cause could not be identified. The customer is not willing to provide information for further investigation.

Event description:
Same case as MFR#: 2134265-2010-04441. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip became detached. Vascular access was obtained utilizing a contralateral approach. The 90% stenosed target lesions were located in a severely tortuous vessel of the upper arm. There were two identified lesions; one located within a vein and the second within an anastomosed vessel. The 135cm transend guide wire crossed the lesion and a 4mm sterling balloon catheter was used for dilatation. After dilatation, the guide wire was to be moved approximately 5cm to the anastomosed lesion. Prior to reaching the intended location, the guide wire tip tore and approximately 2cm was detached. The patient underwent surgery in order to remove the wire fragment. There were no additional patient complications reported and the patient's status is ok. However, the guide wire was received stuck inside the sterling balloon catheter.